Event description:
The customer contact reported the silicone sleeve of the clave y-site remained in the opened position. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. After an unspecified length of time, it was reported that the silicone sleeve of the clave y-site located "toward the upper part of the line" remained in the opened position. The customer contact reported that approximately 50ml of solution leaked and an unspecified volume of bleedback was noted in the tubing set. The tubing set was removed from clinical use and the therapy was discontinued. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if a device was connected to the clave y-site prior to the leak of solution.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.